Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a bilateral inguinal repair, the valve seal was damaged and there was leaking. The user changed to another one to resolve the issue. There was no patient involvement.